Manufacturer narrative:
One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported event was verified during functional testing. The probable cause is the printer wire assembly board.

Event description:
It was reported that the device alerted error code 41786. The product fault occurred on start-up, and it was a new pump failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: +1(800)947-1277 ext 6654. H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.